Event description:
Reportedly, the patient was found with 110 bpm while he was lying on the table for 30 minutes and his breathing was calm. Is there any issue with the rate response?

Event description:
Reportedly, the patient was found with 110 bpm while he was lying on the table for 30 minutes and his breathing was calm.

Manufacturer narrative:
The conclusions are as follows: - based on the available data, neither abnormal heart rate nor respiratory rate is suspected before (B)(6) 2025. - the behavior observed on (B)(6) 2025 is most likely due to external disturbances. No other hypothesis can be drawn with the data provided. - it has been seen that the recommended replacement time will be reach within 8 months. In case, new files are provided at that time, a deeper investigation will be performed. - therefore, no issue can be suspected on the subject device. Please refer to the attached analysis report.